Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not turning on. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not turning on. The biomedical engineer (bme) stated that the device would not turn on. The bme then determined that the battery was drained, and the device was not operating on alternating current (ac) power. The battery was replaced, and the device was able to power on. It was then noted that the device powered down, due to operating on battery. During troubleshooting, the rse provided instructions to the customer per the service manual. The bme confirmed that the power supply was bad. The customer was provided with the part number for a replacement power supply.

Manufacturer narrative:
H10 insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11 d4 - product UDI.